Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was noted the right atrial lead exhibited an out-of-range atrial impedance reading. The atrial impedance has been gradually rising since implant. Chest x-ray showed the lead was pulled back a bit. A slight threshold increase was also noted but no other indications of lead failure were noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.